Event description:
It was reported that the user experienced recurrent hypoglycemia while using the ilet system, with time-in-range data showing elevated percentages of low and very low glucose over 14 and 30 days, and the user recently stopped announcing meals without healthcare provider direction, which could indicate an algorithm maladaptation; a factory reset was discussed and planned when the user is in range and able to proceed. Symptoms included low glucose episodes requiring treatment with oral glucose. Outcomes included urgent low glucose alerts, urgent low soon alerts, and low glucose alerts. Investigation included troubleshooting and user education, with a plan to transfer to clinical support for a factory reset when feasible. Investigation of this case revealed an unclear cause for hypoglycemia, with potential contribution from user behavior changes and the need to refresh the algorithm via factory reset. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.